Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the lcd screen was found to be blank and unreadable due to damage. The damage observed was consistent with the device being dropped. The ventilator's lcd screen was replaced to address the issue.

Event description:
A ventilator was returned fot the MFR for svc. The device was not in pt use.